Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement test. The pump was received stuck in the motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked case at display window corner and a minor scratched display window.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer's blood glucose was 240 mg/dl at the time of the incident. Customer stated that he wants to have the pump replaced. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer has changed it out twice and the alarm will not go away. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.